Event description:
The pt's mother called in for her daughter who had torn access in both eyes and had "numerous dr. Visits" although she did not report the details." This is being reported as a unconfirmed torn cornea.

Manufacturer narrative:
This is being reported as an unconfirmed torn cornea. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should add'l info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.